Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, during the initial entry, (not under visualization), the trocar contacted the vena cava and bleeding occurred. The surgeon converted to a formal laparotomy to correct the condition and a blood transfusion was necessary. The hospital has reported the pt's condition is satisfactory.